Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Information received from a consumer reported a fall in (B)(6) of 2014. The consumer went in for reprogramming in (B)(6) of 2014 and it helped a lot and fixed every problem the consumer had been having until now. The consumer had a loss of therapy and a return of symptoms. The programmer showed that stimulation was on and the consumer had the ability to adjust stimulation. It was noted that the stimulator had been "a lifesaver" for the consumer. Additional information received from the health care provider reported that the consumer had last been seen in (B)(6) of 2014 but the consumer did not mention anything about a fall per the appointment notes. The consumer's indication for use was noted to be postlaminectomy pain.